Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There was no evidence to suggest that the device malfunctioned.

Event description:
Patient presented for right knee revision surgery because of instability. Tibial insert revised to thicker size.